Event description:
It was reported that a progav 2.0 shuntsystem (#fx644t) was implanted during a procedure. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 14 years. Height: 155 centimeters. Weight: 50 kilograms. Gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the progav 2.0 shuntsystem, but no significant deformations or damage and deposits on the device was determined. The shuntassistant 2.0 showed no abnormalities. Permeability test: a permeability test has shown that all components are permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. An accelerated outflow could be determined in both valves. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results : based on our investigation results, we can determine an accelerated outflow and a non- adjustability in the shunt system. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.